Manufacturer narrative:
(B)(4). Mean age: 74.1 years; sex: male(3), female(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that seven patients with posterior vertebral wall injury underwent balloon kyphoplasty or minimally decompression procedure with balloon kyphoplasty, (B)(6) 2014 on wards. Their primary diseases were osteoporotic vertebral burst fractures:5, metastatic spinal tumors:2. As post-op complications, one patient had numbness pre-operatively and the symptom did not improve after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.